Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13c15080 and h13d05055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was treated with ciprofloxacin, 500 mg, pill (route and frequency not reported). On an unknown date in (B)(6) 2013, the patient was treated with vancomycin (dose and frequency unknown) ip, for peritonitis. At the time of the pt was recovering from the event and dianeal therapy was ongoing.